Event description:
Boston scientific received information that this right atrial (ra) lead displayed noise and had pace impedence greater than 2500 ohms. On fluoroscopy, it appeared to be a subclavian crush. As a result the lead was capped and a new lead was implanted. The patient had a functioning right ventricular (rv) lead and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.